Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: japan. During a da vinci procedure for completing anastomosis for the urethra of the bladder, the needle detached from the thread.

Manufacturer narrative:
Samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed (B)(4) units of this product. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the requirements: 1.24 kgf in average and 1.04 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.